Event description:
It was reported that this pacemaker exhibited interrogation issues. Technical services (ts) suspected that the device, which is part of an advisory population, may have reverted into safety mode, resulting in telemetry difficulties. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.